Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred, due to excessive force. It is likely, that the optics have been damaged by a fall. Resulting in damage to a lens in the optical system. Which would explain the dirt in the view. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid endoscope telescope had cracks in the plastic of the eyepiece. It is unknown when the issue was found, however, the procedure in question was therapeutic and was able to be completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital.